Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation- needle through catheter.

Event description:
IV access using 24 gauge insyte autoguard 0.56 was attempted. During attempt (B)(6) had flash and was attempting to thread cannula. (B)(6) was unable to thread cannula. (B)(6) states that they hit flash immediately with 0 readjustment of needle required. After being unable to thread a bump was noted under skin at IV site. Needle was not retracted and cannula was removed with needle in place. (B)(6) noted that needle had punctured top ~ halfway through cannula. Canula was removed intact. (B)(6) 2025 patient had to be re poked. Other then that no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.